Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the blood glucose could be in the range of 300 mg/dl or 40 mg/dl. The customer declined troubleshooting for the low or high blood glucose as the customer was working with the healthcare professional. The customer does treat with oj and eating to bring and for the highs the healthcare professional has him just treating with the pump. The insulin pump will not be returned for analysis.